Manufacturer narrative:
1627487-05242011-002-r & 1627487-07262012-002-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was replaced. The patient's scs ipg was determined to be inoperable. The patient reported she last felt stimulation six months ago and had not charged the ipg. Stimulation therapy was reportedly restored postoperatively.